Event description:
A 2.5mm diameter x 14mm length micro driver otw coronary stent system was inserted into a pt for treatment of a circumflex artery. The vessel morphology was tortuous. The lesion was pre-dilated. Another MFR's stent was advanced first to the distal lesion site; it was unable to cross and was subsequently deployed proximal to the lesion site. It was reported that the micro driver was then inserted and advanced to the area of the lesion and successfully deployed. Final angiography showed the artery to be widely patent. It was reported that two days post stent implant, the pt presented to the hosp with an acute mi. The pt's artery had become totally occluded. Angioplasty was performed and three add'l stents were implanted. The pt tolerated the procedure well. It was reported that seven days post secondary intervention, the pt was brought to the emergency with chest pain. Angioplasty was performed several times but did not restore flow. An intraaortic balloon pump was placed. The pt's blood pressure improved. The physician recommended aspirin and plavix indefinitely, continue with intraaortic balloon pump and heparin, and an eval for an ICD for her low ejection fraction. No add'l clinical sequelae were reported.